Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was not recognized. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument grips tips opened and closed properly. The instrument passed the electrical continuity test. No product issue was found. The instrument was also found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure. Image(s) and/or video clip(s) associated with this reported event were submitted for review. The image showed the reported device, however per image review, there were no details that could be used to determine the root cause of the reported event. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.